Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is submitted to report the chordal entanglement, chordal rupture and torn leaflet that occurred during use of the first clip delivery system (cds 41106u1/33) and resulted in surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a cleft on the posterior leaflet. The first clip delivery system (cds 41106u1/33) was advanced to the mitral valve, and the clip was positioned on the leaflets, near the cleft. There was a significant reduction in the mr, which lasted for about 10-20 seconds, but the mr then returned to 4. Additional grasping variations were performed. During the attempts, the clip became entangled in the chordae and a couple chordae were torn which created a flail. The clip was then able to be implanted in a central location on the mitral valve leaflets, and the mr was reduced to 3. The second cds (41106u1/37) was then advanced to the mitral valve leaflets, and the clip was attempted to be placed medially to the first. Various grasping attempts were made, but the mr did not decrease and worsened to severe. The cds was removed, and the clip was not implanted. The mr remained at 4. It was noted that the grasping was difficult with both cds due to the cleft. The patient was sent to surgery and the valve was replaced. The patient was confirmed to be stable post-surgery. It was determined that the cause of the mr deterioration was a tear of the cleft, possibly due to the first clip approximating the two leaflets; however, this could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets can be caused by but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, based on the information reviewed, the reported difficulty grasping the leaflets and the clip becoming caught on the chordae, resulting in difficulty retracting the cds/entanglement appear to be related to procedural/patient conditions and not a product quality deficiency. The patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction: review of the lot history record found one other incident was reported for failure to adhere or bond from this lot. However, there is no indication of a manufacturing issue.